Event description:
The customer reported to baxter regarding a (B)(4) set in which the tube disconnected from the chamber during the spiking step. There is no patient involved, no patient injury, or medical intervention involved. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was available at the plant for evaluation. Visual inspection revealed that the tube and chamber were disconnected. Close visual inspection to the tube revealed that the tube was not fully inserted to the chamber. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.